Manufacturer narrative:
Concomitant medical products: 320-01-42, 78517035 - equinoxe reverse 42mm glenosphere; 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 3 years post op reverse left tsa, patient's poly disengaged and the surgeon had to revise. When the patient was opened up, the poly was fully disengaged and there was some wear on the poly. The implant was a 42 +2.5mm constrained liner. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (d4) serial number: (B)(6), expiration date: 13-mar-2021, unique identifier (UDI) #: (B)(4). (D6a) if implanted, give date: (B)(6) 2018. (H3) the revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. (H4) device manufacture date: 15-mar-2016.